Manufacturer narrative:
As noted in the svs product labeling, chronic obstructive pulmonary disease (copd) exacerbation is a known complication associated with bronchoscopy and/or valve placement. Devices remain implanted.

Event description:
Patient underwent endobronchial valve placement procedure for the treatment of emphysema on (B)(6) 2023. Three valves (3x svs-v9-00) were placed in the patient's right upper lobe. Post procedure ((B)(6) 2023), the patient experienced acute chronic obstructive pulmonary disease (copd) exacerbation in the treated lobe related to the initial valve placement procedure. There was no reported device malfunction. The patient was treated with a series of medications. The hospital stay was not extended beyond the post procedure recovery time. The patient was stable and discharged from hospital on (B)(6) 2023. A telehealth visit with the patient which occurred on (B)(6) 2023 determined the copd exacerbation resolved without sequalae. No additional treatment was prescribed.